Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve and the delivery catheter system (dcs) did not contribute to the vascular injury. The reference to "damped pressure" was regarding low pressure, which was believed to be caused by the catheter being against a wall and was not reflective of the patient's true hemodynamics.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012449258); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID: evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the evolutfx-29, poor femoral access was identified from computed tomography, and the right coronary artery was opened up and used for the procedure. No pre-implant balloon dilatation was performed. The patient's pressure was low throughout the procedure, and a non-medtronic guidewire showed a "damped pressure" at one stage. No recapture was performed and no significant heavy calcium on the valve was noted. The valve was deployed successfully and despite medication, the patient's blood pressures remained low. An echocardiogram was performed, revealing a pericardial effusion, which was subsequently drained using pericardiocentesis. A cell saver was initiated and the surgeon was called and blood was administered. The plan was to drain the initial effusion and take the patient to surgery for a patch repair. Subsequently, the patient arrested, necessitating cardiopulmonary resuscitation and intubation. Surgery was performed in the catheter lab, and the patient's pressures stabilized. The patient was alive with injury following the event. Per the physician, the pericardial effusion was likely caused by left ventricular (lv) guide wire perforation from the non-medtronic left ventricle guide wire.